Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead dislodged while slitting. The physician attempted to insert the guidewire to reposition the lead but found the guidewire would not insert completely in the lead. Another lead was attempted but the threshold was high after implant. This lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).